Event description:
Information received by medtronic indicated that the insulin pump screen had become foggy and the bottom of the screen had moisture entering it. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
The following were noted during visual inspection: scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The pump passed the displacement test and self test. A review of the pump alarm history shows no unexpected pump alarms noted for (B)(6) 2021 (event date). The pump was cut open to perform a visual inspection. Moisture damage was found on pcba 1 (near the j6 and j7 connectors) however, no damage or moisture damage was found on pcba 2, the motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. (B)(4).